Event description:
The facility reported to the baxter sales representative that a patient experienced a bloodstream infection (bsi) related to the central venous access device during use with a clearlink luer activated valve, lot number unknown. The bsi occurred in 2009. It is unknown what interventions were required. This complaint is related to multiple bsi reports from the same facility.

Event description:
On december 22, 2009, a doctor reported that a patient lost a dental implant about 1 month after the implant was placed due to connective tissue healing. The doctor also indicated that the implant had no stability after one month. This is the second of two incidents.

Manufacturer narrative:
The sample was discarded, and the lot number is unknown.